Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file. The submitted log file spanned approximately 7 days (B)(6) 2020 to (B)(6) 2020 per the timestamp). Backup battery fault activated on (B)(6) 2020 at 08:38 due to a load test fail. The backup battery failed the load test due to the unloaded voltage being under the acceptable threshold of 10.2v. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit and was active for the remainder of the log file. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the controller was exchanged resolving the issue and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information noted that the controller still remains with the patient. No additional information was provided.

Event description:
It was reported that the controller was exchanged to a new controller due to backup battery fault. Controller will be returned. The team also did take x-rays of the driveline to ensure it has no damage. No damage was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer report number: 2916596-2020-04763, related manufacturer report number: 2916596-2020-05019. It was reported that the log file analysis captured a series of no external power events and low power hazards on (B)(6) 2020. In addition, the log captured backup battery fault events beginning at 8:15 am on (B)(6) 2020. These continued until the end of the event history at 10:02 am this morning ((B)(6) 2020). During this period the driveline was briefly disconnected (for approximately 1-2 seconds at 8:38 am). The pump was off for 4 seconds before ramping back up to the set speed.